Event description:
The customer reported the 5-fu cadd pump infusion set disconnected from the smartsite valve, resulting in leakage. There was no patient/staff harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.